Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that after being exposed to water, pump would not restart. The customer reverted to an alternate method of insulin therapy. There was no reported adverse impact to customer's blood glucose.